Event description:
Cutting block couldn't properly positioned. The tibial cut seemed to put far too much posterior slope in to the tibia. Surgeon had to re-cut the tibia with standard instruments to rectify the posterior slope. More bone was removed than intended. Right knee is affected.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.